Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a polypectomy procedure on the descending colon, 3 out of 4 clips deployed, and it was very difficult to open and close jaws for each clip attempt. No patient consequences were reported and no device will be returned.